Event description:
Approx one week after a 2/3rd ring was applied to the pt's tibia, it was noted that the wire carriage bolt had broken. Md put another carriage on without incident. There was no injury to the pt.